Event description:
The customer reported getting a defib failure cycle power error 1000 message.

Manufacturer narrative:
(B)(4): the customer reported getting a defib failure cycle power error 1000 message. The device was evaluated by a philips field service engineer and the failure was verified. The power pca was replaced to resolve the issue.